Event description:
It was reported that the patient with this device received a single inappropriate shock, due to morphology changes which contributed to smart pass deactivation. Data was reviewed by technical services who confirmed the inappropriate therapy however stated smart pass deactivation was not related to sensing issues. The patient presented a low heart rate and intervals which exceed the 1.4s set for the deactivation of the smart pass feature. It was the technical services recommendation to review system implant location and assess if a revision is warranted. Additional information was received. About six months later it was reported the patient received a new inappropriate shock after smart pass became disabled due to low amplitude r-waves. Troubleshooting was performed, with a new screening to see if changing the system placement would produce larger amplitude signals. However, the screening showed only the alternate vector was passing, and the amplitudes were less than 0.5mv, such that smart pass would likely become disabled again. It was noted higher amplitudes were seen in the other vectors, but the r-wave to t-wave ratio was not acceptable for proper sensing. At this time, it did not appear beneficial to revise the system. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this device received a single inappropriate shock, due to morphology changes which contributed to smart pass deactivation. Data was reviewed by technical services who confirmed the inappropriate therapy however stated smart pass deactivation was not related to sensing issues. The patient presented a low heart rate and intervals which exceed the 1.4s set for the deactivation of the smart pass feature. It was the technical services recommendation to review system implant location and assess if a revision is warranted. Additional information was received. About six months later it was reported the patient received a new inappropriate shock after smart pass became disabled due to low amplitude r-waves. Troubleshooting was performed, with a new screening to see if changing the system placement would produce larger amplitude signals. However, the screening showed only the alternate vector was passing, and the amplitudes were less than 0.5mv, such that smart pass would likely become disabled again. It was noted higher amplitudes were seen in the other vectors, but the r-wave to t-wave ratio was not acceptable for proper sensing. At this time, it did not appear beneficial to revise the system. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service. Additional information was received that smart pass had again disabled. Technical services reviewed the available data and confirmed smart pass disabled due to small amplitudes and long intervals. It was noted that smart pass had disabled 12 times since implant; reactivation of the feature was recommended as the patient had a history of inappropriate shocks due to t-wave oversensing. The clinician reported that the patient had received a shock from the device in november, but had placed a magnet over the device which resulted in no episode being stored. Therefore, it was not known if the shock was appropriate or not. Technical services recommended an exercise test, as the morphology change appeared to occur at higher heart rates. Then they could save a template with the morphology change, to avoid inappropriate shocks when the morphology change occurs. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this device received a single inappropriate shock, due to morphology changes which contributed to smart pass deactivation. Data was reviewed by technical services who confirmed the inappropriate therapy however stated smart pass deactivation was not related to sensing issues. The patient presented a low heart rate and intervals which exceed the 1.4s set for the deactivation of the smart pass feature. It was the technical services recommendation to review system implant location and assess if a revision is warranted. Additional information was received. About six months later it was reported the patient received a new inappropriate shock after smart pass became disabled due to low amplitude r-waves. Troubleshooting was performed, with a new screening to see if changing the system placement would produce larger amplitude signals. However, the screening showed only the alternate vector was passing, and the amplitudes were less than 0.5mv, such that smart pass would likely become disabled again. It was noted higher amplitudes were seen in the other vectors, but the r-wave to t-wave ratio was not acceptable for proper sensing. At this time, it did not appear beneficial to revise the system. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service. Additional information was received that smart pass had again disabled. Technical services reviewed the available data and confirmed smart pass disabled due to small amplitudes and long intervals. It was noted that smart pass had disabled 12 times since implant; reactivation of the feature was recommended as the patient had a history of inappropriate shocks due to t-wave oversensing. The clinician reported that the patient had received a shock from the device in november, but had placed a magnet over the device which resulted in no episode being stored. Therefore, it was not known if the shock was appropriate or not. Technical services recommended an exercise test, as the morphology change appeared to occur at higher heart rates. Then they could save a template with the morphology change, to avoid inappropriate shocks when the morphology change occurs. No adverse patient effects were reported. The device remains implanted and in service.